Manufacturer narrative:
Two photos each displaying a loose 1ml syringe were received and evaluated. It was observed in both photos the scale on the syringe was significantly skewed and smeared. The poor print was rejectable per product specification. Machine logs indicate there was jams at the printer. Potential root cause for the poor print defect is associated with the marking process. It was likely caused by a jam at the pad wheel causing barrels to be caught and fed incorrectly as they were being printed. Adjustments were made during the manufacture of this batch to correct the issue. The aql for poor print is 0.25%. The defective rate identified is 6 out of 302,400, which is 0.002%. No corrective actions are necessary based on the defective rate identified. Batch 8164894 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe luer-lok¿ tip was found without scale markings before use. This complaint was created to capture the 3rd of 5 related incidents. The following information was provided by the initial reporter: "request replacement of 1 vial of eylea because the numbers were wiped off of the syringe and the doctor did not feel comfortable using the dose. The reporter denied any adverse events or missed doses due to this event."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe luer-lok¿ tip was found without scale markings before use. This complaint was created to capture the 3rd of 5 related incidents. The following information was provided by the initial reporter: "request replacement of 1 vial of eylea because the numbers were wiped off of the syringe and the doctor did not feel comfortable using the dose. The reporter denied any adverse events or missed doses due to this event."